Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo show a unknown foreign matter in the paper lid, product code 8418h was observed. Based on the photo review, no conclusion or root cause could be determined. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one sealed packet that pertains to the product code 8418h was returned for analysis. As per the visual inspection of the sample received, it was determined that the outside of the overwrap packet was observed damaged, likely due to exposure to heat not related to the production process. In addition, the sterile barrier of the packet was not compromised. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that during operating room inventory on (B)(6) 2022, a suture pack was found to have unknown foreign material inside the sterile package. The suture pack was removed from inventory. There was no patient involvement.